Event description:
There have been three instances in which the carefusion secondary medication has backed up into the primary IV tubing and bag. There is a valve that is supposed to prevent this from happening and has not worked in these three instances. The pumps were not beeping. When the nurses returned to the room, the secondary medication finished and it had infused prior to the time as programmed on the pump. One nurse witnessed the dripping as very quick as compared to what it should have been. Biomed did not evaluate the pumps. Meds involved have been sodium bicarb, magnesium, and metronidazole. We are unaware if the patient received any of the medication from the secondary tubing. No patient harm.======================manufacturer response for carefusion IV secondary tubing, (brand not provided) (per site reporter).======================they have stated they have had "infrequent" reports of this occurring. We have had three instances in a short period of time. The rep stated she did not feel it was a big deal.